Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was explanted because of interaction between the ICD and a lead used for dual chamber pacing. The lead was not manufactured or distributed by cpi.